Event description:
It was reported that the right ventricular lead had high thresholds and low impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.